Event description:
Reportedly, the pt visited the hospital on (B)(6) 2012 due to reception of several shocks while the pt was conscious in the morning on this date. Interrogation of the associated ICD (paradym (B)(6)), revealed that the impedance values relative to the lead (pacing, rv defibrillation, and svc defibrillation) were all <200 ohms, and there was pacing failure (6.0 v/1.0 ms output, r wave amplitude 0.7 - 15.2 mv due to oversensing). It was also reported that the inappropriate shocks were due to oversensing. A reintervention was performed and, as indicated, psa measurements on the lead confirmed the reported low impedance measurements. The subject lead was replaced.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.